Event description:
On (B)(6) 2011, a spontaneous report was received from a physician regarding his wife, a female (age not reported), who received an injection of perlane (cross-linked hyaluronic acid dermal filler) and an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, skin type and concomitant medications were not reported. The pt was injected by a board-certified plastic surgeon with perlane and restylane (syringe size and amount injected not reported) on an unspecified date in (B)(6) 2011 (reported as "three weeks ago" from the date of the report) to the nasolabial folds and lips for lip enhancement. Pre-procedure medication included septocaine as a local block. Add'l procedures performed at the time of implantation included an injection of botox and an injection of dysport (abobotulinumtoxina) to the forehead. On an unspecified date in (B)(6) 2011, immediately after the implantation, the pt came home from her treatment and could not raise one side of her lips. The pt had paralysis on one side of her lips and when she smiled, one side elevated but the other side did not. The pt's husband, (also the treating physician, not the injecting physician), stated it looked like she had experienced a mini-stroke. The treating physician had prescribed prednisone, as he did not believe the events were bell's palsy or viral and stated "valtrex (valacyclovir hydrochloride) would not be helpful." The lot number and exp date were not reported. On (B)(6) 2011, add'l info was received from the treating physician. Medical history included previous injection of perlane, restylane and botox (onabotulinumtoxina) without issue and had not been injected into the lips previously; neck pain and no other significant medical history. The pt's skin type was fitzpatrick type I-ii. Concomitant medications included lipitor (atorvastatin calcium) 20 mg once daily and prozac (fluoxetine hydrochloride) 40 mg once daily. On an unspecified date in (B)(6) 2011, immediately following the injection, the pt noted paralysis on one side of the lips; when smiling the right side did not elevate; facial paralysis which "looked like a mini-stroke" and lip numbness. The pt was prescribed a prednisone taper starting at 50 mg tapering down to 5 mg per day for 10 days. As of (B)(6) 2011, the facial paralysis was "may be" improving slightly, as the treating physician could see more teeth visible during smiling, but lip numbness was ongoing. In addition to the treating physician, the pt had been evaluated by a neurologist. The neurologist ordered magnetic resonance imaging (MRI) scans of the neck and brain to be performed. The MRI of the brain was to evaluate the cranial nerves and the MRI of the neck was to evaluate for disk herniation. Both mris were performed on an unspecified date in (B)(6) 2011 (reported as "in the past week" from the date of the report) and both mris were reported to be "fine." No add'l info was reported. The treating physician's opinion of causality was that the treatment caused the reported events. The treating physician assessed the severity of the reported events as moderate. The lot number and exp date were unk.

Manufacturer narrative:
Company comment: the events have been assessed as unassessable as the pt received restylane, perlane, botox and dysport. The pt was being treated by her physician husband and not the injecting physician. The other suspect medical device identified in this report, restylane, has been reported as mrn # 2032896-2011-00066.